Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was found that the lp exhibited low impedance which prompted repositioning. During the repositioning, it was observed that there was a gap between the lp and the docking cap. The system was withdrawn from the body, and the lp prematurely separated from the delivery catheter. The procedure was completed using the same lp with an alternate catheter on (B)(6) 2026. There were no patient consequences.